Manufacturer narrative:
Patient had reported receiving excellent therapy from the nalu device and is requesting re-implant as soon as possible. Explant was due to MRI compatibility only and not due to any system or component failure or malfunction.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. Patient later learned of the need for an MRI screening for an unrelated condition and required the nalu system to be removed. On (B)(6) 2024 the physician used hydrodisection to attempt to remove the implanted leads, however the distal portion of both leads broke off and was unable to be removed during the procedure. The implantable pulse generator (ipg) was successfully removed. Patient was referred to a general surgeon to remove the remaining portion of the leads so that MRI could be completed.